Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that upon deployment of the sensor wire, sensor wire remained attached to the end of the applicator and did not insert into the body. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.